Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noisy signals and oversensing on the right ventricular (rv) lead. This resulted in the delivery of inappropriate shock therapy. Technical services (ts) provided troubleshooting options. This lead remains in service. No additional adverse patient effects were reported.